Event description:
A report was received that a patient is experiencing difficulties using the remote control to communicate with the ipg. When the patient links the remote control to the ipg, he receives a shocking sensation in his groin area. The patient is expected to undergo a revision procedure to replace the ipg.

Manufacturer narrative:
The patient underwent an ipg replacement procedure. The explanted ipg passed photographic imaging and electrical tests. The complaint of high impedance and difficulty charging couldn't be confirmed. Analog ic damage was observed but is unrelated to the complaint. Current labeling warns against the use of monopolar electrocautery ((B)(4)).

Event description:
A report was received that a patient is experiencing difficulties using the remote control to communicate with the ipg. When the patient links the remote control to the ipg, he receives a shocking sensation in his groin area. The patient is expected to undergo a revision procedure to replace the ipg.